Event description:
Update rec¿d (B)(6) 2014 - medical records received. Upon revision, a pseudotumor, yellowish cloudy fluid, and black staining of the trunnion due to corrosion was noted. Since the femoral head on the complaint is a resurfacing head, corrosion will be reported for the femoral head. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 08/15/2014- plaintiff's preliminary disclosure form with medical records was received, which identified lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 08/26/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/24/2014- litigation papers received. Litigation alleges pain, elevated metal ions, metal debris, and metallosis. The doi was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 08/12/2014.

Event description:
Sales rep reported revision surgery. Patient has been revised to address cup loosening and pain.